Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, filter legs was allegedly unable to fully deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were provided and reviewed. The first and second photo shows that the labeling of the device which was verified with the track wise details. Third photo shows that the storage tube of the device, inside the filter was seen. Sheath was seen and a dilator was in the packaging. Beside that the labeling of the device was seen, and which was verified with the track wise details. Fourth photo shows that the storage tube of the device and a blood residue was noted through the storage tube. Inside the filter was seen, a dilator and a sheath was seen and a pusher catheter. No other anomies were noted to the device. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, filter legs was allegedly unable to fully deploy. The procedure was completed using another device. There was no reported patient injury.